Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain female") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menses"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge and headache outcome was unknown. The reporter considered headache, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubai ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of both tubes,satisfactory placement. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menses/menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), headache ("headaches"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and genital haemorrhage had resolved and the vaginal discharge, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubai ligation. Received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: full occlusion of both tubes,satisfactory placement. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- new event abdominal pain, gen. Abnormal bleeding, fatigue, weight gain were added patient's demography was added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.